Manufacturer narrative:
One device was received. Visual inspection and functional testing were performed and the device leaks water from the reservoir confirming the customer complaint. The root cause was a cracked tank cover. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking out of the top where the connection is made. This was found during testing. There was no patient involvement and no patient harm recorded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.